Manufacturer narrative:
H3: four plis were returned together in a large plastic sleeve (non-original packaging). Plis 10, 20, and 30 were complaint devices, while pli 40 was non-complaint; all returned plis were from the same lot number. Pli 40 contained six sealed pouches. Upon return, no damage was noted to the sealed pouches. One of the six sealed pouches was opened for analysis. No damage was observed on the device. The manifold was cycled through each setting (0.5 ma, 1.0 ma, and 2.0 ma), and electrical output was measured. The specified and measured values were as follows: 0.5 ma (specification: 0.5 ± 0.1 ma); measured: 0.5 ma ¿ 1.0 ma (specification: 1.0 ± 0.2 ma); measured: 1.0 ma 2.0 ma (specification: 2.0 ± 0.4 ma); measured: 2.0 ma all electrical readings were within specification. Additionally, the led at the proximal end of the device illuminated red at each of the three settings as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, 3 units of the same batch did not operate successively. They continued the procedure without using the vari-stim. There was no patient involvement. Additional information received that user was not able to try to increase the intensity of the stimulation to see if it changed some thing.